Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm 7300tfx valve in the mitral position was explanted after an implant duration of 3 years, 11 months due to stenosis and immobilization of leaflets. The explanted valve was replaced with a 27mm 11400m valve. The patient was in stable condition post procedure.

Manufacturer narrative:
H3: evaluation summary: customer reports of stenosis and immobilization of leaflets were confirmed through observed calcification. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Calcification restricted leaflet mobility and led to stenosis.

Event description:
It was reported that a 27mm 7300tfx valve in the mitral position was explanted after an implant duration of 3 years, 11 months due to severe mitral stenosis and immobile leaflets secondary to severe leaflets calcification. The patient presented with acute-on-chronic chf nyha class I. The explanted valve was replaced with a 27mm 11400m valve. The patient tolerated the procedure well and was admitted to the cvicu postoperatively. The patient was discharged home hemodynamically stable on pod #20. Per medical records, the patient presented with progressive sob on minimal exertion. Cardiac workup showed a large thrombus in the left atrium along with severe prosthetic mitral stenosis and frozen leaflets secondary to severe bioprosthetic valve leaflets calcification. The patient underwent mvr using a 27mm 11400m edwards mitris resilia valve and removal of the atrial thrombus. Post bypass tee revealed well-seated, well-functioning replacement valve with no pvl.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted.